Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.